Event description:
A leveen superslim electrode was used during radio frequency ablation of a tumor in the liver of an adult male patient (age and weight unknown) in 2007. According to the complainant, during the procedure, "when the tine was half deployed, it was felt unusual resistance. A second ablation session was successfully performed with this device. When the handle was fully pulled, it was felt the resistance. However, a part of one tine was detached from the distal tip after the withdrawal." No complications were reported as a result of this event, and the patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed that burnt residue was present on the device. The array was partially extended with the handle fully retracted. The insulation had been pulled partially out of the handle and was around the proximal end of the tines array. The device handle was kinked. Functional eval revealed that the array could be fully deployed. Visual examination of the deployed array revealed that a few of the tines were deformed. The most likely cause of the damage is that the device array was not cleaned during deployments as noted in the dfu (directions for use) document: "as necessary, clean the array between deployments by rinsing the array in sterile solution by gently wiping the tines to remove excess tissue. Accumulation of excess tissue on the tines may make array retraction difficult." The build up of residue appears to have led to the use of excess force to retract the array of the device causing the flared end of the cannula to move out of its seated position in the handle. The device history record (DHR) for the pertinent lot was reviewed; no anomalies related to the reported issue were noted. A search of the complaint database revealed three additional complaints recorded for this lot, each for the same issue (difficult to retract the device). A CAPA is in progress to further investigate the reported malfunction.